Event description:
It was reported, syringe 30ml ll s/c 56, foreign matter. The following was reported by the initial reporter: several IV room technicians have expressed concern about what appears to be an excessive amount of a white, gel-like substance on the plunger of some syringes. Specifically, this has been observed with the 30 ml syringes (item 302832 lot 6047166). If you have any insight into the white substance observed on the 30 ml syringes or the brown substance on the 20 ml syringe, it would be greatly appreciated. I suspect the white material may be the medical-grade silicone lubricant, but I would like to confirm.

Manufacturer narrative:
B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.